Manufacturer narrative:
Devicet was received with a crack on the battery tube. Did not see anything wrong with the reservoir tube lip, the retainer ring, or the reservoir tube lip o-ring.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump was damaged. The customer¿s blood glucose level unknown. The customer reported that something was lose inside. The customer reported that the reservoir was locked but pieces chip off. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.